Manufacturer narrative:
As reported, alleged optifix at failed to fixate the mesh. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 490 units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the same lot sample did not reproduce the reported event of failed to fixate and did not assist in determining root cause for the reported event. Without the original sample no conclusion can be made. This supplemental emdr represents the optifix at (device #1). Additional supplemental emdr's were submitted to represent the optifix at (device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the optifix at fixation device was used to fixate the mesh. It was reported that the fastener did not fixate the mesh and there was too much concern regarding a potential patient safety issue. There was no patient injury. This file represents device #1.

Event description:
As reported, during a procedure, the optifix at fixation device was used to fixate the mesh. It was reported that the fastener did not fixate the mesh and there was too much concern regarding a potential patient safety issue. There was no patient injury. This file represents device #1.

Manufacturer narrative:
As reported, alleged optifix at failed to fixate the mesh. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This MDR represents the optifix at (device #1). An additional MDR's were submitted to represent the optifix at (device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.